Event description:
The customer reported an elevated, non-reproducible creatine kinase-mb (ck-mb) result, for one patient, involving unicel dxi 800 access immunoassay system. The elevated result did not correlate with the patient's clinical condition and other cardiac markers. The elevated result was released out of the laboratory and questioned by the physician. Subsequent testing produced results within the clinical reference range. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse reported no system issues. The fse updated and replaced the peristaltic pump per product corrective action letter. High sensitivity (hs) system check and quality control (qc) met specifications. The unit conformed to the manufacturer's performance specifications. The patient's sample was collected in a lithium heparin plastic separation tube (pst) and centrifuged at 3,300 rpm (rotations per minute) for ten minutes. The customer reported the sample was moderately hemolyzed. The sample was aspirated from the primary tube for analysis. Quality control (qc) was performed one hour prior to the erroneous result and was within the customer's specifications. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for additional reportable events.